Event description:
It was reported that in (B)(6) of 2011 at the occipital nerve where ¿you have all that neck turning¿ which happened on the top wires and a break occurred in the wires which required a revision.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type extension; product ID 3587a, lot # n088139, implanted: (B)(6) 2007, explanted: (B)(6) 2011; product type lead; product ID 3587a, lot # n069695, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).